Manufacturer narrative:
The getinge field service engineer (fse) that damaged helium reservoir while attempting to adjust during routine pm replaced the helium reservoir and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the nut of the cardiosave intra-aortic balloon pump (iabp) was damaged by the fse, and needed the assembly replaced. There was no patient involvement and no adverse event reported.